Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A healthcare professional reported on behalf of a customer a low readings issue with the abbott diabetes care (adc) device. A customer reported receiving an unspecified low glucose reading on the abbott diabetes care (adc) device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced unknown symptoms and required administration of unspecified treatment from third-party. But no further information was obtained due to the lack of contact information of the customer regarding additional information relating to the reported issue. There was no report of death or permanent impairment associated with this event. Additionally, a sensor scan of 62 mg/dl was compared to a reading of 170 mg/dl obtained on an adc meter. The length of sensor wear was 1 day. When the results were plotted on a parkes error grid, fell into the c zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.